Event description:
It was reported that the pt underwent a cervical procedure using anterior fixation. One of the locking rings popped off after the screws were placed in the plate. The locking ring was taken out. The whole construct was still implanted. No pt complications were reported.

Manufacturer narrative:
The locking mechanism was returned to the manufacturer for eval. Visual macroscopic exam confirmed that the cap was not staked properly inside the retaining cavity on the underside of the plate.